Manufacturer narrative:
It was later reported that this device passed the 32 month timeframe for battery voltage and the physician will continue to monitor charge times. The device was later explanted for normal battery depletion and returned for analysis. Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was displaying a charge time of 3.8 seconds on the latitude website and 7.2 seconds on the programmer. A boston scientific technical services (ts) consultant discussed that latitude pulls the charge time from the last delivered shock and not the last capacitor reformation. The recent product update was sent to the caller. Ts replied that this call would be logged as a customer comment to drive changes in latitude. The caller also made a comment that they really liked latitude and the changes that have been made.